Manufacturer narrative:
Unit received with critical pump error and pump error 35 due to moisture damage to force sensor. Unable to verify unresponsive buttons due to critical pump error. Unit received with corroded electronic assemblies, corroded motor home switch and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a critical pump error and keypad anomaly. The customer¿s blood glucose was 85 mg/dl at the time of incident. Customer stated that the insulin pump had a critical pump error and the buttons were unresponsive after exposure to moisture. Customer also reported crack on the back of the insulin pump battery compartment. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.